Event description:
It was reported that during interrogation of an implanted device there were telemetry problems and the interrogation had stops and interruptions. The programmer head was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.